Event description:
Related manufacturer reference number: 2017865-2022-10294. It was reported that the patient presented to a procedure. During the procedure, the atrial and another unknown chamber lead would not extend the helix properly. As a result, high and out of range pacing impedance was noted. The leads were not used. The patient condition was stable. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix stretched and the inner coil at the connector region was over-torqued consistent with procedural damage. Electrical testing found the inner and outer coils were shorting at the connector region due to procedural damage, but x-ray examination did not find any indication of conductor fractures. The cause of the reported event of helix mechanism issue was due to the helix being stretched and the inner coil over-torqued at the connector region consistent with damage caused during the procedure.